Event description:
It was reported that a procedure was performed by on (B)(6)2023, utilizing the reform ti modular screw system. The scrub tech connected the reform ti modular polyaxial tulip assembly (39-mt-0401) to the 65mm reform ti modular non-cannulated screw (39-sb-xxxx), loaded the assembled screw/tulip on the driver and handed it to the surgeon. When the surgeon attempted to implant the screw, the tulip detached from the screw. The screw was taken to the back table and reassembled on a different screw and subsequently implanted successfully. There was no delay to the procedure or patient injury.

Manufacturer narrative:
H3 device evaluation - without a product return, no product evaluation can be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. Without lot numbers, review of device history records and lot specific complaint history is not possible. Two-year complaint history review (7.27.2021-7.27.2023) found this to be the only complaint of this nature for both of the part numbers reported. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2023-00038 / 00039).